Manufacturer narrative:
A1. Patient identifier: (B)(6). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a clinical study atrial fibrillation (afib) case, the patient experienced high diaphragm/post-interventional phrenic nerve palsy requiring extended hospitalization. The patient underwent index procedure on (B)(6) 2025. The on (B)(6) 2025, event start date, the patient experienced high diaphragm/post-interventional phrenic nerve palsy (ae# 1) categorized as moderate and serious with in-patient or prolonged hospitalization with an admission date on (B)(6) 2025 and discharged date on (B)(6) 2025. The relationship to study device is not related. The relationship to the index study procedure is causal and expected/anticipated. The patient outcome is ongoing. Intervention was other-physical therapy. The date of when the event was first reported to be an adverse event was 16-dec-2025.